Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock on two separate instances due to myopotential oversensing. System testing was performed in clinic wherein the noise was reproduced in both secondary and primary detection vectors while alternate vector exhibited low amplitude signal and was not a suitable choice. Automatic setup was reperformed and noise persisted. An x-ray indicated the system position was very cranial with the electrode having displaced slightly to the patient's left side. A revision procedure was performed during which the device and electrode were repositioned and satisfactory measurements and sensing obtained. No adverse patient effects were reported. This system remains in service.